Event description:
The customer reported that during the excision of an ovary, the device activated without the activation switch being pressed. The device was not on tissue at the time this occurred. Another device was used to complete the procedure without incident. There was no tissue damage and no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.